Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported occlusion. A review of the event history log identified upstream occlusion messages, and it was not duplicated during evaluation by troubleshooting the device. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an occlusion. There was no patient involvement associated with this event. No additional information is available.